Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation results of balloon longitudinally torn. Block h11: (investigation results) the returned hurricane rx dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had longitudinal tear (which produces the reported leak). Also, a media inspection was performed based on the pictures provided by the customer where it shows the balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear (which produces the reported leak). Also, the customer attached some pictures where it shows the balloon was longitudinally torn. The longitudinal tear found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure could have caused the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was used, after the balloon was on its place in the papilla, the nurse started to inflate it and immediately it was visible that the balloon was cracked on the proximal end with leak. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon torn longitudinal. Please see device analysis results for full investigation details.